Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Secondary surgical intervention, lens exchanged for shorter lens. This lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -8.5/+3.0/93 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. (B)(4).